Event description:
The physician reports, that the crystalens became damaged when delivering the lens using the staar surgical lens injector system. Delivery was attempted with a second crystalens, however this lens became damaged as well. Intervention was performed intraoperatively, to enlarge the incision and remove the damaged lenses. A third iol was implanted successfully. Reference MDR#2031924-2007-00357.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the foam tip plunger overrode the lens.